Event description:
It was reported that the patient was admitted with shortness of breath and ongoing right ventricular (rv) failure with ventricular assist device (vad) low flows. The patient continued to decline, and subsequently expired. It was also reported that the patient had rv dysfunction prior to vad implant and the ongoing rv failure was not related to the vad.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to the low flow event, the patient was admitted with shortness of breath and ongoing right ventricular (rv) failure. The patient continued to decline and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Of note, it was reported that the patient had rv dysfunction prior to vad implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.